Event description:
It was reported that pump displayed malfunction code and there were no notable events before malfunction occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience repeat malfunction after reset, and was advised to continue using pump and to call back if malfunction code recurred.